Event description:
During baxter's evaluation a device alarmed for downstream occlusions when no occlusions were present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the downstream occlusion alarms were caused by a failed downstream sensor. The downstream sensor was replaced.